Manufacturer narrative:
(B)(4). Approximate age of device ¿ 48 days. The event occurred at (B)(6) center in (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that the patient experienced an embolic stroke. The patient had symptoms of cerebral apoplexy (aphasia). The patient was treated with unspecified drug treatment. The cause was due to the complexity of medical management. No further information was provided.

Manufacturer narrative:
The device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported embolic stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history record revealed no deviations from manufacturing or quality assurance specifications. No further information is available. The manufacturer is closing the file on this event.